Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4). Implanted: (B)(6) 2015 explanted: (B)(6) 2021 product type: catheter. Product ID: 8731sc, serial# (B)(4) implanted: (B)(6) 2015 explanted: (B)(6) 2021 product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 25-feb-2017, UDI#: (B)(4); product ID: 8731sc, serial/lot #: (B)(4), ubd: 15-oct-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving hydromorphone (3.3 mg/ml at 25.03 mg/day) and clonidine (167 mcg/ml at 12.67 mcg/day) via an implantable infusion pump. It was reported that the patient noticed a decrease in pain pattern coverage with an increase in lower back pain. The patient denied any fall or trauma to back or pump site. A dye study was performed and the hcp was unable to withdraw from the catheter access port. The hcp attempted to clear the catheter access port intra-op unsuccessfully. The catheter was then replaced with a new catheter and pump with a successful clearing of the catheter access port. The explanted devices were discarded.